Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. Argon has made three efforts in requesting the return of the device. As of the date of this report, it has not been returned. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
Stopcock was placed on the distal end of IV tubing infusing propofol 2% to facilitate line changes q 12 h. The other port was connected to a manifold infusing ns and fentanyl and then connected to one lumen of a triple lumen catheter, as per standard of care. After approximately 24 -48 hours of use the stopcock was noted to be leaking blood and propofol from the connection site. There was no evidence of cracks or damage to the stopcock or tubing. Both changed and patient stable throughout.